Event description:
It was reported that this pacemaker oversensed noise on the ventricular and atrial channels due to a recent medical procedure. After reviewing device data, it was noted that a syncopal episode occurred in which sudden brady response was activated. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the cause of the syncopal episode remains unknown, however the physician suspected it to be blood pressure related and plans to continue to monitor this patient. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker oversensed noise on the ventricular and atrial channels due to a recent medical procedure. After reviewing device data, it was noted that a syncopal episode occurred in which sudden brady response was activated. This device remains in service. No additional adverse patient effects were reported.